Event description:
Pt underwent prk ou (B)(6) 2014 using the ex500. It was discovered prior to discharge that there was a transcription error when developing the treatment plan os. The surgeon wrote an axis of 07 instead of 075. He elected to immediately treat the induced astigmatism prior to discharge. Primary tx - od -1.50 - 1.50 x 110. Os -1.25 - 1.50 x 007. Retreat - os 0.00 - 2.25 x 085. (B)(6) 2014 vasc 20/40-2 od, 20/40 os bcl still in place ou.